Manufacturer narrative:
An event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for patient 2 of 5, revised due to pain 1 year post-op and a loose shell. As reported in "early aseptic loosening of the tritanium primary acetabular component with screw fixation": "this series examines 5 cases of acetabular cup loosening in patients who had the stryker tritanium primary cup implanted from 2011 to 2016... Case 2: a (B)(6) man with a past medical history of asthma, hypertension, and morbid obesity (bmi of 44.6 kg/m2) underwent an uncomplicated left tha using the posterolateral approach in (B)(6) 2011 with a 52-mm shell tritanium primary cup with 2 screws. Attention was paid to make sure that the orientation and seating of the cup was appropriate. At the patient's 1-year follow-up, he complained of left hip and groin pain with activity over the preceding 3 months. Radiographs demonstrated radiolucencies in zones 1, 2, and 3. The patient's infection workup (esr: 4 mm/h, crp: 0.5 mg/l) was negative. Joint aspiration showed no growth on fungal or bacterial cultures. The patient underwent a revision tha using the posterolateral approach in (B)(6) 2013. The acetabular cup and screws were grossly loose...fibrous ingrowth around the cup was noted..."